Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the endovascular stents distributed in the united states. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted in 2009 for claudicating. The pt had a lesion in the iliac artery that had 80% stenosis and was moderately calcified. The lesion was pre-dilated. When crossing a palmaz genesis opta pro stent, the stent struts caught on some of the calcified plaque and became dislodged from the balloon. The surgeon used a cardiac balloon to recapture the stent, placed it across the lesion and slightly inflated the balloon to keep it in place. The physician went back in with an opta pro balloon and inflated the stent to 7mm to open the lesion.